Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 11:59:13. During night drain cycle nine, the patient's ultrafiltration reading was 265ml, indicating the home patient (hp) drained 265ml more than their maximum programmed fill volume of 400ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.